Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure the tip of the guide wire became detached. Vascular access was obtained through the right femoral artery. The 98% stenotic de novo lesion was located in the severely calcified and mildly tortuous septal artery. Ablation was successfully performed. During withdrawal, the physician removed the 325cm rotawire guide wire and noted a 12mm fragment broke off the distal end of the wire. The wire fragment became lodged in the septal artery. The physician attempted to retrieve the fragment by snare, however was unsuccessful. The procedure was completed with this device and the physician plans to leave the wire fragment in place due to its non-obstructive location. There were no additional complications to the patient and the patient's condition is reported as fine.

Manufacturer narrative:
(B) (4). (B) (4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
Device evaluated by MFR.: the rotawire guide wire was received with a missing distal tip. Visual examination revealed a fractured, wavy spring tip, elongated coils, and a missing ballweld. Based on sem fracture analysis results, the fracture surface was caused by torsional/bending overload. No other anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure the tip of the guide wire became detached. Vascular access was obtained through the right femoral artery. The 98% stenotic de novo lesion was located in the severely calcified and mildly tortuous septal artery. Ablation was successfully performed. During withdrawal, the physician removed the 325cm rotawire guide wire and noted a 12mm fragment broke off the distal end of the wire. The wire fragment became lodged in the septal artery. The physician attempted to retrieve the fragment by snare, however was unsuccessful. The procedure was completed with this device and the physician plans to leave the wire fragment in place due to its non-obstructive location. There were no additional complications to the patient and the patient¿s condition is reported as fine.